Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: based on the topography of the fracture surface, we can conclude that the implant was subjected to high dynamic bending loads (one sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfna. The nail could not resist the applied force which finally led to the material overload/fatigue failure. Postoperative activities of the patient (and instability of the fracture situation) may have played a certain role, too. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation implant broken which resulted in medical/surgical intervention and prolongation of hospital stay. This report is for an unknown proximal femoral nail antirotation implant. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
This report is for an unknown proximal femoral nail antirotation implant/unknown lot. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.